Event description:
The customer reported that the collimators would not open. This error may prevent the customer from viewing the live fluoro image thus causing the system to become unusable. There is no report of injury of death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.